Manufacturer narrative:
Investigation summary: according accuview graph: study duration is: 47:51 hours. The signal is incomplete throughout the study. According to cs representative, antuane manson, customer state that patient was saying that device kept going in and out during study. It is possible that patient could have gotten too far away from device or could have been picking up some interference. DHR review: capsule lot number: 31022q, pass. Recorder serial number: (B)(4), pass. The conclusion of the investigation is: bravo system communication failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the report, they have a study with gaps of missing tracings on it. No patient involvement reported. A replacement capsule was sent out. A repeat procedure was necessary due to the alleged device malfunction.